Manufacturer narrative:
Reporter's phone number: (B)(6).

Event description:
The customer reported a speaker malfunction error inop again. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. A replacement speaker was ordered and sent to the customer's facility.

Manufacturer narrative:
During investigation, it was confirmed that there was normal sound heard with the loudspeaker error. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. Based on the information from investigation, this record has been deemed not-reportable.